Event description:
It was reported that the orbital brake on the 9800 system doesn't hold. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.